Manufacturer narrative:
An asp fse assessed the unit onsite. He found that the sterrad 200 system was due for planned maintenance. The fse performed level 1 maintenance on sterrad 200 system. He replaced the vacuum pump oil and the oil mist filter. The fse also performed a vacuum / plasma test procedure, a vacuum leak test procedure and a system certification procedure. He updated the pm counter and ran an empty chamber test cycle. The sterrad 200s system meets all manufacture specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard analysis, and the failure mode effects analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for haze / oil mist. Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. (B)(4). The catalytic converter was returned for investigation of the report of haze / oil mist. The part was tested and passed the test cycle. The oil mist filter was also returned, tested and failed the oil mist test. The root cause of the mist was confirmed. A scar was initiated for the sterrad 200 oil mist filter to address oil mist filter assembly failures and to further reduce the number of customer complaints.

Event description:
It was reported that the customer's sterrad 200 vacuum pump oil mist filter was misting. The customer reported that they noticed a smell every time they opened the chamber after a completed cycle. There were no human reactions reported due to this event. An asp field service engineer (fse) was dispatched to assess the unit.